Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the ipg was unable to communicate with the external devices. The patient reports he stopped recharging the ipg and last received stimulation approximately a year or more ago. Surgical intervention may be pending to address this issue in the future.